Event description:
A patient reported that there are still some gaps between their teeth and the aligners. Per the clinical support assessment, the airgaps remain in backtrack aligners asking for possible intrusion photos to evaluate.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.